Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a procedure, a surgeon used a reload with a powered handle. The powered handle began to vibrate and firing was very slow. Firing was fine for the next three reloads, but on the last firing, the reinforced reload fired about 1mm then stopped. All of the lamp lights turned off as though all power was lost. After about 5-10 seconds, the lights turned back on but turned blue indicating that the reload had fully fired. There were no known adverse events to the patient. The surgeon continued the case with a manual handle.